Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this ra lead was part of a system extraction due to infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6). Lead was implanted (B)(6) 2003. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).